Event description:
It was reported that the patient developed an infection. The right ventricular lead was capped. It was further reported that approximately one year later the patient developed another infection and there was vegetation noted on the "wires" in the right heart. The previously capped lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The format for the uf number has been porvied and reformatted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.